Event description:
Customer contacted technical support (ts) reporting that the unit has an error code message of oxygen flow sensor calibration data error. The customer reported there was no patient involvement.